Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there were issues charging both the implantable neurostimulator (ins) and the implantable neurostimulator recharger (insr). This issue started about 1 week ago. When the patient went to plug in the insr to the wall and left it there overnight, the next day the insr was still dead. This morning she went to try and charge I up, and within less than 5 minutes it charged half way. They then went to try and charge her ins and it started beeping like it couldn¿t make any contact. It was noted that the patient was older and got confused. The initial reporter did not think the patient understood how to work the equipment. The patient also got a new homemaker as well. She thought the patient, at this point, had let both her ins and insr die out. They were also not able to adjust stimulation. The patient programmer (pp) display was showing a ¿call your doctor¿ icon. The initial reporter was not with the patient or equipment at this time, so troubleshooting was limited. There was also a loss of therapeutic effect. The patient had had pain for about 1 month. The pain went from her lower back to knees to one side of her back. The pain switched around and they wanted to see the healthcare provider (hcp) because they wanted the patient to get checked out. The patient had seen her hcp a few weeks ago and thought it was not working. The patient would turn on the stimulation but it would not take away the pain. The patient needed it readjusted like she had it in the past. A few days later, it was reported that they had not called the physician to schedule an appointment. She did not think the battery was working at all right now. The patient was not feeling any stimulation. It was noted that the pain physician referred her to the surgeon. The patient had not seen either physician since her staples were removed after the implant. The daughter of the patient was going to call the implant physician and make an appointment for the patient, but she did not know which physician the patient was going to follow-up with at this time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.